Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that the tubing snapped and blue upper fitment detached from the pump segment of the tubing.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported upper fitment detachment, and returned one sample of material 2420-0007, lot 25053156. Upon initial visual examination, the set confirmed the failure and the separation complaint is verified. The pump segment retained the blue ring retainer on the silicon tubing, and no manufacturing issues were found with the tubing. The root cause for the issue could not be found. The cause is related to possible user and clinical error. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.